Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the pump module area of the cycler and external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment 14 times. The patient pressed ok and then received a patient sensors too high alarm and was advised to stop treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A review of the patient¿s treatment records identified that the patient drained 4492 ml during drain 3 of the treatment. This drain volume is 225% the patient's prescribed fill volume of 2000 ml. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was seeping out of the pump module at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A vacuum check failed that was traced to clogged hp filters. The hp filters were replaced. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and vacuum test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid on the pump module area of the cycler and external of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment 14 times. The patient pressed ok and then received a patient sensors too high alarm and was advised to stop treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A review of the patient¿s treatment records identified that the patient drained 4492 ml during drain 3 of the treatment. This drain volume is 225% the patient's prescribed fill volume of 2000 ml. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was seeping out of the pump module at the end of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturer for physical evaluation.